Event description:
It was reported that the patient had a driveline infection. Medical washing was performed, and antibiotics were administered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a1: patient identifier corrected. Section b2 outcomes: attributed to adverse corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection and was admitted. Medical washing was performed, and antibiotics were administered. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Correction: section b2. Correction: (d4) model and catalog number. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major bacterial driveline infection and was admitted. Medical washing was performed, and antibiotics were administered. Additionally it was noted that surgical intervention was performed. It was noted that although the device was thought to be unrelated to the infection, it could not be ruled out. The patient was discharged on (B)(6) 2024.